Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) ¿failed somewhat.¿ patient noted the device has been acting up so bad that it is making the patient feel like they're dying. Patient noted that they can't sleep, they're wound up and they're ¿heart is skipping all over the place.¿ the device remains in use. No patient complications have been reported as a result of this event.